Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. The basic evaluation began on (B)(6) 2022. It was reported that the patient had accidentally broken their wires and they said the evaluation cannot continue until they have this put in again. They suggested that we not call as the evaluation is not running right now.